Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that since the device's delay feature was disabled per bd's recommendation, the pump alarms continuously if the device is paused. If the user turns the device off instead, the data will be lost, causing difficulty obtaining strict intake and output fluid volume measurements. The event occurred in medical-surgical unit and there was no patient involvement.